Manufacturer narrative:
Batch review performed on 13 november 2020: lot 2000133: (B)(4) items manufactured and released on 17-june-2020. Expiration date: 2025-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evalaution: few weeks after primary tha in a dysplastic hip, the cup mobilizes. It did not achieve good primary stability, for reasons that could not be ascertained with the information at hand. No reason to suspect that the device was defective.

Event description:
Revision surgery 4 weeks after primary surgery due to cup migration. The patient has ddh (developmental dysplasia of the hip). The revision was performed successfully, only acetabular components swapped with competitor devices. The stem was well fixed.